Manufacturer narrative:
Additional d10 external insulation abrasion was found at 11.1 ¿ 11.7 cm from the connector pin breaching the svc cable lumen with one svc etfe cable coating abraded, consistent with friction to the device can. Internal insulation abrasions were found at 7.7 ¿ 10.5 cm, 12.0 ¿ 14.4 cm from the distal tip breaching all the cable lumens. The inner coil lumen and the etfe cable coatings were intact in this location. External insulation abrasions were found at 16.5 ¿ 17.0 cm and at 34.2 ¿ 34.7 cm from the distal tip breaching the rv cable lumen consistent with friction to another device or feature of the patient anatomy. The rv etfe cable coating was intact in this location. External insulation abrasion was found at 44.2 ¿ 45.9 cm from the distal tip breaching the re cable lumen consistent with friction to the device can. The re cable coating was found abraded after the destructive analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate shocks due to right ventricular lead noise. Fluoroscopy confirmed that the lead in question exhibited externalizations. The lead was explanted and replaced. Patient was stable before and after procedure.